Event description:
It was reported that there were ¿problems with¿ the catheter ¿tie down¿; the catheter migrated. It was thought that it probably happened ¿when body fat gets on the catheter it migrates through the tie down¿. There were also problems with the catheter¿s opaqueness; the physician was ¿unable to go from trial to permanent¿. ¿it steers nicely¿. Additional details were not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_ascenda_cath, serial# unknown, product type: catheter. (B)(4).